Manufacturer narrative:
Terumo did not receive the actual device; therefore no physical investigation was performed. A review of the specification confirmed that the connector was drawn inside the av loop header bag. The root cause of the complaint is due to layering built per specification which is designed by the customer. Terumo has revised this pack based on customer preference. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the customer was not satisfied with the placement of the 3/8 half inch connector in the pack; it was in the av (arterial venous) loop bag. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.